Manufacturer narrative:
The subject device was returned to the olympus local service department. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for unspecified microbes. The device had been reprocessed with an unspecified automated endoscope reprocessor or manually reprocessed using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Nonconformity of the subject device, which may affect the reported event, was not confirmed via device inspection result of the olympus local service department. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.